Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the iol did not correct the astigmatism. No additional information is anticipated.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested and received.